Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the valve was inflated instead of the balloon. The catheter was removed and replaced.

Event description:
It was reported that the valve was inflated instead of the balloon. The catheter was removed and replaced.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "bard® urological catheter warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. Female use only syringe of sterile water for balloon inflation refer to direct unit label for product content and gender specific use where applicable. Contains or presence of natural rubber latex caution: this product contains natural rubber latex which may cause allergic reactions. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Units do not use if package is damaged. Do not reuse do not resterilize sterilized by radiation sterilized by ethylene oxide refer to direct unit label for sterilization method utilized bard, bardex, bardia, biocath and lubricath are trademarks and/or registered trademarks of c.r. Bard, inc. Or an affiliate. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations." (B)(4) the device was not returned.

Event description:
It was reported that the valve was inflated instead of the balloon. The catheter was removed and replaced. The patient experienced discomfort but no injury was reported.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "bard® urological catheter warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. Female use only syringe of sterile water for balloon inflation refer to direct unit label for product content and gender specific use where applicable. Contains or presence of natural rubber latex caution: this product contains natural rubber latex which may cause allergic reactions. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Units do not use if package is damaged. Do not reuse do not resterilize sterilized by radiation sterilized by ethylene oxide refer to direct unit label for sterilization method utilized bard, bardex, bardia, biocath and lubricath are trademarks and/or registered trademarks of c.r. Bard, inc. Or an affiliate. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations." 2330, 2340: "nl".